Event description:
The customer obtained imprecise vitros tropl es results from quality control fluids and a single patient sample processed on a vitros eciq on (B)(6) and (B)(6), 2009. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer did not report patient results while quality control was unacceptable. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer had observed imprecise quality control results of their low level vitros total b-hcg ii and (B)(6) controls as well as their low level vitros tropl es quality control fluid. Ocd field service investigated and made necessary repairs to the signal reagent subsystem returning the vitros eciq to expected operation. The root cause of the imprecise quality control results is instrument related.